Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends and a supplemental MDR will be submitted if additional information is received.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, after enroute stent deployment and post-dilation with a 5 x 20 percutaneous transluminal angioplasty (pta) balloon catheter, completion angiogram revealed a dissection in the left internal carotid artery (ica) leading to contrast leak or extravasation into soft tissue of the neck. An unplanned additional stent was placed to cover the dissection. The procedure was completed, and no further complications were reported.